Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "late posterior hip instability after lumbar spinopelvic fusion" written by colin a. Mudrick, md, j. Stuart melvin, md, and bryan d. Springer, md published by arthroplasty today 1 (2015) 25-29 available online 19 june 2015 was reviewed. The article's purpose was to report on one case of a (B)(6) year old female with a left tha. The article identifies srom hip system in narrative description. Her medical history includes rheumatoid arthritis, type 2 diabetes, chronic obstructive pulmonary disease and depression. She also had a prior surgical history of l3-l5 posterior lumbar fusion four years prior. Patient had discomfort in lumbar spine and bilateral buttocks post surgery and continued at her 3 month follow up. Radiographs revealed progressive proximal junctional kyphosis but she remained satisfied with her left tha. She then underwent a revision lumbar surgery with l3 medical subtraction osteotomy and instrumented fusion from t10 to ilium 3 years after her primary tha. Five weeks post lumbar surgery she experienced a left hip dislocation. She received closed reduction and a knee immobilizer which was removed 4 weeks later. Six weeks post the first dislocation she had another dislocation which again was treated under closed reduction. She then was in a soft abduction brace for the following two months and experienced 3 additional dislocations. Revision surgery then commenced with intraoperative findings of a mispositioned cup. The cup, liner and femoral head were explanted and replaced with a dual mobility head ball with stem left intact. No further complications. Depuy products utilized: srom hip system. Adverse event: recurrent dislocations (treated by closed reduction and then revision), mispositioned cup.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.